Manufacturer narrative:
An event of "the valve was deployed too high" was reported. A more comprehensive assessment could not be performed as a valve-in-valve procedure was performed and the device was not accessible for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2021, a 27mm portico tavi valve (#18602273) was chosen for procedure. After the deployment of the valve, the physician noted that the valve was deployed too high. The decision was made to implant another 27mm portico tavi valve (#18705971) inside the first, known as a valve-in-valve procedure. The patient remained hemodynamically stable throughout the procedure. The patient status was reported as stable. No additional information was provided.